Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the circular seal was cut with a piece disengaged. During functional testing, the device passed an air leak test. The duckbill seal failed during manual manipulation. It was reported that a very small piece of plastic seal fell into the patient's abdominal cavity. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur when contact is made with a sharp surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: onb12stf, onb12stf versaone opt 12 std trocar (lot#j5d2949y); box08588v1, box magenbypass kit (lot#0231792306); unvca12stf, unvca12stf universal 12 stdfix cannula (lot#j5d2882y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric bypass procedure using three 12mm trocars from the gastric bypass kit, the following issues were identified: a damaged seal on the trocar/cannula and a broken obturator/trocar. At the beginning of the procedure, the mandrel of the trocar did not engage the sleeves as usual and could not be inserted as expected, although the trocars were ultimately placed. During the procedure, a very small piece of plastic seal, approximately 1-2mm in size, fell into the patient's abdominal cavity and was immediately retrieved directly from the abdomen. Postoperatively, it was determined that the missing piece originated from one of the three 12mm trocars. No patient complications have been reported as a result of this event.